Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. We checked the returned unit and confirmed that the distal end assy w/ccd module leak. Based on the result, we concluded that it was caused due to the physical damage applied on the distal end assy w/ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the light guide cable fluid damage, the remote control button(1) leak, the bending rubber cut, the segment non-pentax work/parts, and the suction channel non-pentax work/parts; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.